Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the distal segment had been fractured off the main body. Magnifying inspection found that the urethane outer layer had been stretched and whitened on the segment adjacent to the fractured end. Electron microscopic inspection found that the urethane outer layer had some cracks and creases on the segment adjacent to the fractured end. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specification. Kink resistance of the shaft was determined on the undamaged segment and confirmed to meet manufacturing specification. The urethane layer was removed by a solvent medium for further inspection of the core wire. Electron microscopic inspection found the generation of the dimple pattern on the fracture cross section of the core wire. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet manufacturing specification. Simulation testing was conducted. A product sample was subjected to repetitive bending forces at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section surface had a dimple pattern on it with no diminishment of the diameter of the core wire to the end. The state of the fracture was confirmed to be very similar to that on the actual sample. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to repetitive bending forces, which caused fatigue break on the core wire, resulting in the reported fracture. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the guidewire device during a procedure. Follow up communication with the user facility confirmed the following information: during ercp, the customer used the actual sample to approach the pancreatic duct; due to some difficulties in inserting the actual sample into the duct, the customer applied rotating forces to the actual sample several times; the customer withdrew the device, the distal segment became fractured and remained inside the body.